Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0z8mq, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device stopped working after the patient had hip surgery. It was indicated that there were no falls, but the patient did not turn their device off during the hip surgery. An impedance check was run and there was impedance on 5 out of the 10 possible connections. It was indicated that advanced programs were placed in the remote, but it was unknown if the issue was resolved at the time of report. The patient was to follow up with their physician if the advanced programs did not help and it was noted that the physician was planning on doing a replacement if the patient stated that the programs weren't helping them. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the issues had not been resolved, and at the patient¿s visit, several areas in the device showed a problem. It was noted that they tried different settings, but they still had problems and the patient thought the device needed to be replaced as it functioned great originally. The patient was making an appointment with their doctor to see if the device could be changed. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0z8mq, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the hip surgery was in no way related to the device. The rep stated she had extreme hip pain well before being implanted with the interstim device. The rep stated that the device was almost 100% better. The rep stated that after hip surgery her symptoms returned as they had before she had the interstim placed. The rep stated the cause of the impedance was unknown, however the patient did not turn her device off during her hip surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that the issue would be hopefully resolved on (B)(6) 2017.